Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon functional evaluation, the device showed evidence of leaking when a test obturator was inserted into the device. The device history record was reviewed and no discrepancies were noted. As each device is visually and functionally tested prior to being released, no conclusion could be made as to what might have caused the event.

Event description:
It was reported that device leaked during a gastric sleeve procedure. The device was not replaced, and the intent of the procedure was not altered. There was no pt injury.